Event description:
It was reported that the right ventricular (rv) lead showed evidence of oversensing and undersensing that may have resulted in a delay to treat the patient's ventricular fibrillation (vf) episode. In addition, the lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.